Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent dexcom g7 pairing failures with the ilet, including messages such as sensor expiring soon, replace sensor now, and ilet setup alerts, which led to repeated sensor changes, restart attempts, bluetooth checks, code re-entry, and magnet activation without successful connectivity. Symptoms included vomiting and inability to obtain glucose readings due to lack of a functioning cgm and no available meter for manual entry. Outcomes included temporary interruption of automated insulin therapy and user-directed disconnection from the infusion line during an episode of nausea, with no reported hypoglycemia, hyperglycemia, or hospitalization. Investigation included customer support troubleshooting, educational guidance on sensor start and pairing workflows, device restart, charging, firmware status check, and confirmation that the sensor was not paired to other devices. Investigation of this case revealed recurrent sensor-to-pump communication failure consistent with a cgm connectivity issue, with no evidence of a pump hardware malfunction identified during remote troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the inability to verify the hardware state during the event and the lack of device return for analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.